Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056699) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil is gone/only have one coil') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain in abdomen"), abdominal distension ("bloating"), fatigue ("beyond tired all the time"), dizziness ("dizzy as well"), abdominal discomfort ("vibration in abdomen area"), menorrhagia ("bad menstrual cycle bleeding a lot") and herpes zoster ("shingles or maybe even herpes of the skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal distension, weight increased and fatigue had not resolved and the dizziness, abdominal discomfort, menorrhagia and herpes zoster outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, device dislocation, dizziness, fatigue, genital haemorrhage, menorrhagia and weight increased with essure. The reporter considered herpes zoster to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information from social media received: new reporter ( lawyer) and new event (herpes zoster) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056699) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil is gone/only have one coil') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco). In august 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain in abdomen"), abdominal distension ("bloating"), fatigue ("beyond tired all the time"), dizziness ("dizzy as well"), abdominal discomfort ("vibration in abdomen area"), menorrhagia ("bad menstrual cycle bleeding a lot") and herpes zoster ("shingles or maybe even herpes of the skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal distension, weight increased and fatigue had not resolved and the dizziness, abdominal discomfort, menorrhagia and herpes zoster outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, device dislocation, dizziness, fatigue, genital haemorrhage, menorrhagia and weight increased with essure. The reporter considered herpes zoster to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5056699) on 21-oct-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ('one coil is gone/only have one coil') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cyclobenzaprine hydrochloride (flexeril), hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain in abdomen"), abdominal distension ("bloating"), fatigue ("beyond tired all the time"), dizziness ("dizzy as well"), abdominal discomfort ("vibration in abdomen area") and menorrhagia ("bad menstrual cycle bleeding a lot") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal distension, weight increased and fatigue had not resolved and the dizziness, abdominal discomfort and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, device dislocation, dizziness, fatigue, genital haemorrhage, menorrhagia and weight increased with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received - case incident category updated from other event to incident due to event device dislocation. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.